Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6;-7.0/+2.5/88 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6)2024. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was replaced with a shorter length lens. Cause was reported as unknown this resolved the problem.

Manufacturer narrative:
H6: 1494: off-label: acd<3.00mm at the time of implantation. Claim#(B)(4).